Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to a damaged balloon.

Event description:
It was reported that the catheter fell out due to a damaged balloon.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 2-way silicone foley catheter with connected sample port connector (intact tamper evident seal) and inlet tube portion. Visual inspection of the sample noted the balloon was torn. This is out of specification per inspection procedure which states, and "balloon must not be torn." No missing pieces were noted. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a hole measuring 0.4875 inches in the balloon surface. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿tooling damaged (core pins).¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck. "